Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 15apr2019 reported that an echocardiogram was performed however no results were provided. The mentioned clunking sound resolved with lowering the patient¿ speed. The patient¿s lactate dehydrogenase (ldh) will be monitored; with the latest ldh on (B)(6) 2019 at 345 u/l. The patient¿s inr goal remains 2-2.5. The patient is still hospitalized and has been diagnosed with rv failure and on milrinone.

Manufacturer narrative:
Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has been feeling like ¿their heart is jumping out of their chest¿. The patient presented to the follow up clinic and the vad clinician reported that upon listening, noted a ¿clunking sound¿ when auscultating the heart and the vad. Patient log files submitted for review reported that the pump appears to be operating as intended; however, the log file did capture 124 pi events over a 2 hour log file period. The patient¿s inr is subtherapeutic and lactate dehydrogenase (ldh) slightly elevated from baseline to the 300s. Heparin drip was started. Pump power at the time was 4.0, flow at4.8 and speed at 5,600 with reported pump temperature at 46c. The patient¿s transesophageal echocardiography (tee) revealed dilated rv/rv dysfunction and lvad completely empty. The patient was started on milrinone. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. Additionally, the submitted log files showed the pump operating as intended. The center reported that the patient having a feeling like their ¿heart [was] jumping out of [their] chest.¿ upon listening, the center noted a ¿clunking sound¿ when auscultating the heart and the vad. It was reported that the patient had trouble with compliance in checking inr levels. Prior to the log file submission, that the patient¿s inr was subtherapeutic and their ldh was slightly elevated from baseline in the 300s. A heparin drip was started. It was later reported that a tee revealed dilated rv and rv dysfunction and the lvad was completely empty. Milrinone was started at that time. It was later reported that an echo was done. The clunking sound resolved with lowering of the patient¿s speed. The center was continuing to monitor the patient¿s ldh. The patient¿s inr goal remained at 2 to 2.5. As of (B)(6) 2019, the patient was still hospitalized, diagnosed with rv failure, and being treated with milrinone. The patient remains ongoing on vad support. The introduction section of the hm3 IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient care and management section of the hm3 IFU contains information regarding anticoagulation, including recommended inr values. Hemolysis and right heart failure are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU contains information regarding right heart failure and cautions that ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿